Manufacturer narrative:
Insulin pump was received with blank display due to power connector not plugged in properly. Unable to verify vibration anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was on vibrate mode. Customer reported that the insulin pump had blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display returned. Customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.